Event description:
A healthcare provider reported that she had a pump stall in the past. The cause of the stall, and whether or not it recovered was not reported. No patient symptoms were reported. The medication used within the system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).